Manufacturer narrative:
Unit received with failed battery test and had high sleep current due to moisture damage on electronic assembly.

Event description:
It was reported that the insulin pump had a failed battery alarm. The customer's blood glucose level was 7 mmol/l. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The insulin pump will be returned for analysis.